Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on 08-june-2024. The infusion set was used for 1 day. The blood glucose level noticed was 440 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.